Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had gone to the emergency room for high blood glucose (bg). Bg level was not provided. The customer declined to provide further information.